Event description:
It was reported that review of the patient report found a lead safety switch for high out of range pacing impedances greater than 2000 ohms on this pacemaker and right ventricular (rv) lead. There were also observations of one other in-range spike in impedance a few months ago. The impedances had been checked multiple times in the office where the impedances were stable and in range. The patient was dependent in the atrium, but not the ventricle. The plan was to continue to monitor at this time. The system remains in-service, and no adverse patient effects were reported.